Event description:
It was reported that the patient with this inflatable penile prosthesis presented with an aneurysm on the right side of the penis. The right-side cylinder was removed and replaced with a tenacio device and cylinder. No patient complications were reported.